Manufacturer narrative:
The device has been evaluated. The coil implant was stretched and separated from the delivery system.

Event description:
It was reported during delivery of the second coil,the coil stretched. Physician removed the coil and observed a loop of the first coil had came out the aneurysm into the carotid artery. Another stent was placed inside a previous placed stent to fix the coil loop against the vessel wall. The procedure was continued with additional coils. No patient injury reported.